Manufacturer narrative:
Onsite investigation of the involved devices by a spacelabs field service engineer confirmed the equipment performed to specifications. The customer provided patient ECG waveform strips and retrospective database alarm snapshots for analysis by a spacelabs lead software engineer. This data confirmed an ECG tachycardia (supraventricular tachycardia) alarm for the event time. The ECG recording for this event contains p-waves which does not meet the definition of ventricular tachycardia; therefore, no ventricular tachycardia alarm was triggered. There was an alarm for supraventricular tachycardia. We know of no reason that both audible and visual alarm indications would not have been present at the central monitor for this event since the device operated to specification when tested by a spacelabs field service engineer. However, this testing cannot determine the customer selected alarm tone or volume settings at the time of the event. This report is considered final and the issue closed.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2015 at 1:11 a.m. A patient wearing telemetry transmitter model 91347-09 with receiver module model 90478 and central monitor model 91387-38 experienced a brief episode of ventricular tachycardia (vtach) without alarm generation. No one was injured as a result of this event.